Manufacturer narrative:
Gas delivery system.

Event description:
Factory analysis of the returned gas delivery system revealed solenoid valve seal damage plugged a port which resulted in the reported issue.

Event description:
The customer reported the ventilator alarmed with a pressure sensor failure. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) confirmed the reported problem. Review of the device diagnostic history noted codes that indicated a spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The fse replaced the gas delivery system to address the reported problem. Final applicable testing was completed per operating specifications and passed.